Event description:
The patient scheduled to revise due to the pseudo tumor.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A review of provided patient x-rays by a depuy analyst, (B)(4), found no significant conclusions could be drawn from the provided pre-revision x-ray. Osteolysis was noted however. A review of the applicable device history records finds no related manufacturing deviations or anomalies. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.